Manufacturer narrative:
Additional information: b.5. Event detail. Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: there was no direct harm to the patient. However, their treatment was delayed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that they had another occlusion issue. No patient harm.